Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon further investigation it was determined that this complaint is a duplicate of an existing complaint, for which MDR 2031642-2015-01572 was submitted.

Event description:
The international customer reported that the ventilator will not operate while on ac power. The customer reported that there wasn't any patient involvement.